Manufacturer narrative:
Corrected data: e3 & g2 (inadvertently omitted from the initial report), h3 (¿not returned to manufacturer¿ selected in error on the initial report), and h6 (type of investigation code ¿4114¿ was listed in error on the initial report and code ¿10¿ was inadvertently omitted on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to faulty power cord. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source encountered error e103 (communication error) and lamp did not lit. The issue occurred during preparation for use and the intended procedure was therapeutic. There were no reports of patient harm or involvement.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device was evaluated at customer site by a field service engineer (fse) and the fse could not confirm the customer's alleged issues. Device evaluation found that the power cord on the evis exera iii xenon light source was old. The fse inspected the following: no obvious arching marks or burnt smells from the lamp, and no damage to the power cord however the fse provided the customer with a replacement power cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.